Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient (B)(6) is a participant in a clinical study. It was reported the patient lost stimulation. A diagnostic test found impedance issues for several contacts on the right lead. Efforts to address this matter via reprogramming were unsuccessful. Surgical intervention was undertaken for further interrogation and intraoperative testing isolated the issue to the patient's two lead extensions (from the same lot). As such, the devices were explanted and replaced. Effective stimulation was recaptured for the patient following the procedure.